Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered from the red, green and white clamp lines of the patient line tubing during an unknown phase and cycle of treatment. No cycler alarms were reported prior to the fluid leak. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated fluid did not come into contact with the cycler. Per pdrn the patent was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated per the clinic¿s procedure they were prescribed the prophylactic antibiotic vancomycin (2 grams, intraperitoneal (ip), one day) as a result of the fluid leak. The cycler set used for this treatment was discarded and is not available for return for physical evaluation by the manufacturer. It was noted that there was no defect or damage seen on the cassette set prior to the reported leak.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered from the red, green and white clamp lines of the patient line tubing during an unknown phase and cycle of treatment. No cycler alarms were reported prior to the fluid leak. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated fluid did not come into contact with the cycler. Per pdrn the patent was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated per the clinic¿s procedure they were prescribed the prophylactic antibiotic vancomycin (2 grams, intraperitoneal (ip), one day) as a result of the fluid leak. The cycler set used for this treatment was discarded and is not available for return for physical evaluation by the manufacturer. It was noted that there was no defect or damage seen on the cassette set prior to the reported leak.